Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier:(B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a system shutdown that resulted in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Further clarification determined there was no machine shutdown/loss of ventilation issue. Performance and operation of the device is unaffected. There was no reportable malfunction. H3 other text : further clarification determined there was no machine shutdown/loss of ventilation issue. Performance and operation of the device is unaffected. There was no reportable malfunction.